Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse pt event listed in the promus instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.

Event description:
Device issue: none. Adverse event: allergic reaction. Onset of adverse event: post procedure. It was reported that the pt is experiencing neuropathy after promus stent implantation, described as burning in the legs and feet. The pt is also experiencing skin eruptions with sensory pain. The pt is taking gabapentin and simvastatin. No additional info was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.